Event description:
Customer found strip pads in the strip provider module (spm).

Manufacturer narrative:
Customer reported loose strip pads in the strip provider module (spm) as well as in a newly opened bottle of strips. There were no reports of injury to pt or change in pt management as a result. Customer was provided a new set of strips. The reason for loose pads is under investigation.